Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 0.8; lab: 1.8. Time between testing was 1 hour.

Manufacturer narrative:
Investigation pending.